Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions."

Event description:
Patient underwent a right hip revision procedure approximately eight years post-implantation due to unspecified metal on metal complications. The femoral components were removed and replaced.

Manufacturer narrative:
Concomitant medical product: modular taperloc femoral catalog #: 103200 lot #:033940; m2a magnum taper adapter catalog#: 139254 lot: 536670.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. Concomitant medical products: m2a magnum (tm) cup, catalog #: us157848, lot #: 036560.